Event description:
The customer tested his blood glucose using his elite and contour meters. The elite meter read 217 mg/dl, while the contour read 93 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any test strips left, so no product will be returned for eval.